Event description:
The complainant reported a 69 year old male patient presenting with cardiomyopathy for impella support. During support, an access site hematoma developed. A washout via surgical incision was required.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.